Event description:
Procedure type: sleeve gastrectomy. According to the reporter: when the remnant stomach was being taken out with the endopouch, the 15 mm port broke. The shaft of the port separated from the nozzle. No device fragment or component fell into the pt's cavity. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).